Event description:
Tubing for the cryo device could not attach to the machine. There was no delay or complication, a new tubing was available and opened immediately. There was no patient harm. The name and manufacturer of the device? Medtronic coaxial umbilical cable. Ref # (B)(4). FDA safety report ID# (B)(4).